Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b6, h3, h6, h11. The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (medical imaging, returned device, DHR review, complaint history review), it appears that the pe liner deformation and dislocation is most likely related to insufficient bone resection leading to bone impingement. Additionally, patient related factors such as heavy activity or hyperlaxity and external circumstances, such as potential trauma or bone regrowth leading to bone impingement could also contribute to the reported incident. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2024. During the summer of 2025, the first symptoms emerged, and in october 2025, a CT investigation was performed and discomfort during physical exertion and pain on pressure over the saddle joint was noted. Subsequently, on (B)(6) 2026, the patient underwent a revision procedure due to dislocation of the polyethylene insert at the head-neck module.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.